Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection of the returned video noted a leak close to the titanium metal connector. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after implanting the tube in the operating room, it was discovered that the catheter was damaged and leaking in the recovery room. The leak was found close to the titanium metal connector. It was stated that they cut the leaking section and replaced it with a titanium metal joint and infusion tube and this resolved the issue and device was used successfully. A trocar was used with the device for implant, the damaged part was right after the trocar, and they took this as a product defect since the area is less likely to be damaged by the trocar. It was stated that nothing unusual was observed on the device prior to implanting. The doctor said that there was no problem of clip or knife scratching. There was no luer adapter issue. There was no cleaning agent used on the device. Tego was not utilized. There was no blood loss. The patient has been discharged from the hospital and has continued oral prophylactic antibiotics. There was no prolonged hospitalization due to adverse events. There was no reported patient injury.